Manufacturer narrative:
The information for the additional common device name is as follows: d.2a. Common device name: intravascular administration set. The information for the additional medical device type is as follows: d.2b. Medical device type: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that when they push the blood tube onto the vacutainer, the needle portion pops off the tubing portion, and blood leaks. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were subjected to functional sleeve function testing and 10 retain samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that when they push the blood tube onto the vacutainer, the needle portion pops off the tubing portion, and blood leaks. No patient impact reported.